Event description:
Event description cpi received information that due to a sensing problem, the rate sensing portion of this endotak down-sized lead (0125) was capped, with the high voltage portion left active. Another rate sensing lead has been implanted.